Event description:
On (B)(6) 2012, the lay user/patient's husband contacted lifescan (lfs) alleging that his wife's onetouch ultralink meter was displaying the apply sample message/indicator when testing with two different vials from the same lot# 3273872 and also with a third vial with lot# 3244370. The following complaint was classified based on information obtained from the customer service representative (csr) when the patient was testing with lot# 3273872. The patient alleged that the issue first began on (B)(6) 2012 at approximately 4:15pm. According to the csr's documentation, at the same time prior to the start of the reported meter issue the patient reportedly was experiencing 'anxiety' and 'looks low'. It is not clear if the patient received any form of medical intervention/treatment after the alleged issue occurred. It is also not clear if the patient tested her blood glucose with a backup/ secondary device after the reported meter issue began. At the time of troubleshooting, the csr noted the patient was using the correct test strips at the time of the alleged issue and the reported test strips (lot# 3273872) were completely drawing in the patient's sample, and the patient was not using the subject meter for the first time. However, the alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is also no evidence that the patient received medical intervention/treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.